Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6), ((B)(4). It was reported that on (B)(6) 2025, a 23mm epic max valve was implanted in the patient. The post-operative ultrasound study showed increasing pericardial effusion reaching maximum 30mm. Some medications were given to patient.